Manufacturer narrative:
Plant investigation: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
...

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis nurse reported to technical services that the peritoneal dialysis patient was experiencing slow drains during peritoneal dialysis treatment. Treatment data was provided. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) on (B)(6) 2018. The largest drain volume from this treatment occurred on during drain 4 where 3154ml drained. This drain is 210% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 1505ml is 2709. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler and the liberty select cycler was replaced. Follow up with the clinic nurse confirmed the patient did not experience any complications as a result of the alleged event. Patient drained manually at the clinic, and it was discovered the patient had fibrin buildup. The patient has been prescribed heparin and advised to include it as part of his treatment. The patient is trained to perform stat drains and continuous ambulatory peritoneal dialysis, no treatments were missed. The patient has resumed treatment on the replacement cycler.